Event description:
It was reported that following a cardiac procedure, an angio-seal was used. Some time later, the patient experienced a thrombotic event, allegedly from the collagen. The medical director would not give the info to the sales rep and attempts made from st. Jude medical to obtain the information have been unsuccessful. The hosp would not provide info to st. Jude medical.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor on fragments, or surgical intervention.